Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-01996; 508-44-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to unknown revision reason, removed 36n and upsized to 40+4. Removed stryker humeral components and replaced with djo.